Manufacturer narrative:
This method of securing the device may be the cause of the adverse event. Follow up 1 : the product was not returned for inspection and we do not have the serial number. Under these conditions, no analysis could be carried out. We cannot conclude on the cause of the adverse event.

Event description:
After one day of the implantation of the catheter there was the error code 001. After all the normal and more advanced troubleshooting they found out that the pressio was secured via suture to the patient's shoulder by using the original small rubber piece that keeps the catheter in the coiled position in the packaging and wrapping the catheter and the rubber piece around sutures. This kinked the catheter.

Manufacturer narrative:
This method of securing the device may be the cause of the adverse event. We are awaiting the return of the device to evaluate it.

Event description:
After one day of the implantation of the catheter there was the error code 001. After all the normal and more advanced troubleshooting they found out that the pressio was secured via suture to the patient's shoulder by using the original small rubber piece that keeps the catheter in the coiled position in the packaging and wrapping the catheter and the rubber piece around sutures. This kinked the catheter.